Event description:
Caller reported getting erratic readings from their family member's freestyle meter. Family member performed comparison tests with the freestyle meter and results were 488 mg/dl and 282 mg/dl.